Manufacturer narrative:
Corrected field: g4 (PMA/510(k). Updated data: b4, g3, g6, h1, h2, h11, h6. (Type of investigation, investigation findings, medical device ¿ problem code, component codes, investigation conclusions). The fse that encountered the issue replaced the power management board (0670-00-1162). Safety, calibration, and functionality checks were performed to factory specifications.the following investigation was performed by (B)(6), technician of the maquet failure analysis and testing dept. (Fat) (B)(6) 13 jan 2026. The failure analysis and testing dept. Received part number 0670-00-1162 rev e. With a reported unit failure of the unit not charging batteries. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Confirmed batteries will not charge in any slot. This revision is obsolete and cannot be tested by the supplier. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au. Root cause 1 ¿ there is no surge protection in the interface between the charging circuitry and the batteries installed in the power slots of the unit. Root cause 2 ¿ the tantalum capacitors used on the following two (2) pcbas are not within the capacitor manufacturer¿s (vishay) de-rating guidelines which may result in capacitor failure causing an overcurrent condition on the vbulk power supply which damages the power management board.

Event description:
N/a.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) isn't holding a charge. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.